Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose reached 487 mg/dl at the time of incident. The customer's current blood glucose was 400 mg/dl. The customer treated their blood glucose with the insulin pump. Customer also reported their healthcare provider was adjusting their settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.